Event description:
The bottom of the protector could be smoother - not such sharp edges. Also, it separated after 3 weeks of use. It was easy to make - just didn't last.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.